Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered therapy. Upon review of the stored events the physician noted the device required a prolonged duration to deliver therapy due to undersensing of low amplitude ventricular fibrillation (vf). The device sensing vector was reprogrammed from alternate to secondary. Additional appropriate shocks and similar undersensing were later noted in addition to pauses in the patient's rhythm at which time it was recognized that the patient also has a need for pacing therapy. A procedure was later performed at which time the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) and s-ICD therapy programmed off. The physician has no plans to explant the s-ICD. No adverse patient effects were reported.